Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that old insulin pump was shut off. The customer¿s blood glucose level was 478 mg/dl at the time of the incident. Customer stated that insulin pump system had not been in use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.